Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and clicking sound. Xrays showed the neutral femoral adapter bolt had sheared off. The femoral component/femoral sleeve construct broke at the adapter/locking bolt junction, this is why the femoral component was loose.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of supplied patient x-rays confirmed the broken femoral adapter bolt. The initial reporting stated no additional investigational inputs were available. Review of the device history records found no anomalies or manufacturing deviations. The investigation could not draw any conclusions about the root cause of the device fracture based on the information provided; however, it is reasonable to conclude the fractured femoral bolt was a contributing factor of the reported patient's pain and noise. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause and no evidence of product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.